Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Caller stated the patient was releasing but not enough and they would like to make an adjustment to the settings. Caller clarified patient had device implanted to help her to be able to urinate/release her urine. Caller mentioned they went with someone to reprogram the device 3-4 weeks after implant and that did not resolve the issue. Caller clarified they met with a nurse practitioner at (B)(6) for the reprogramming session. The patient had access to patient programmer (pp). Patient had the ability to change programs and/or adjust stimulation. Caller increased stim from p1-0.8v to 1 and caller felt stim in leg. Caller tried p2 and p3 and caller again felt stim in the leg, ankle, foot, calf and never in the groin/bike seat. Caller was walked caller through adjusting stim to a level that was comfortable on p3-1.0v. Caller didn't want to try p4. Patient would monitor symptoms now that change was made and will follow-up with hcp if issue does not resolve. Caller stated they had a follow-up appointment with hcp next week. It was reviewed with caller they should bring it to the hcp's attention that she was not feeling stim in bike seat. No further symptoms or complications reported.